Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis which was manifested by nausea and vomiting. The breach in aseptic technique was not further described. The patient was hospitalized and was treated with unknown antibiotics (route, dose, frequency and duration were not reported) for peritonitis and zofran (route, dose, frequency and duration were not reported) for nausea and vomiting. At the time of this report, the patient has recovered from the event, pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.